Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke at the fiber end at 117,971 joules of use. The procedure was completed using another fiber with 88,396 joules of use without patient complications.